Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer generated errors and does not work. Caused by a defective micro processor unit (mpu). It was also noted that the paper was out, the cordbay latches left and right were broken, the media bay door was worn out, the upper and lower bullets were worn out, the touchscreen was out of calibration, the bezel front latch was broken and the bezel had minor damage (considered acceptable). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated error messages and stated that the programmer system battery had failed. There was no patient involvement. It was further reported that the programmer did not work. The programmer subsequently tested out of specification during manufacturer's analysis.